Event description:
Bd 60ml syringe barrel and plunger was coated in a black greasy substance when used to withdraw solution for sterile compounding. Inspected the remaining syringes in the lot and removed two others that looked suspect with black substance. The 60ml bd syringe was used for compounding sterile products in usp797 environment. Pharmacy technician was drawing solution out of a dextrose 5 percent 50ml bag when it was noticed that a black greasy substance was present on the inside of the syringe plunger and barrel. Technician immediately quarantined the syringe and notified pharmacy manager to inspect and file this report. Diagnosis or reason for use: compounding sterile products.